Event description:
It is reported that the surgeon could not get the articular surface to seat on the tibial plate after multiple attempts. Another articular surface was opened and seated without any problems.

Manufacturer narrative:
Evaluation summary: difficulty inserting the device typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. In this case the problem may have been compounded by the fact that insertion was attempted multiple times. The flaring out of the dovetail probably occurred while removing the device. The package insert instructions not to reinsert an articular surface implant that has been inserted previously. Suboptimal orientation prior to attempted insertion along with multiple insertion attempts appear to be the most likely cause of failure. As returned, the measurements made are within specification. Gouges are observed on bottom side. The inner dovetail lips are flared out. Mfg documentation was reviewed and indicated that the device was manufactured, inspected, and packaged to specification.